Event description:
The surgeons are having difficulty with the mesh "balling up (forming into a ball). The surgeon has stated they had to remove 4 meshes over the part 6 months or so due to this "balling effect". The surgeon claims the mesh is not integrated. The surgeon has admitted it might be his technique. Each explanted piece of mesh has been explanted and sent for cultures. No infection present in any of the explanted mesh.

Manufacturer narrative:
We are unable to perform a full investigation as no sample, product code or lot number was available. Review of complaints does not show any similar reports related to a device failure. If any further information is provided a follow up report will be submitted. The other related reports are: 1219977-2014-00094, 00095, 00096.